Event description:
It was reported that the atrial lead had developed signs of subclavian crush damage. The lead was capped and replaced in 2011. The capped lead was later explanted during an unrelated system removal on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.